Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, the target site was narrow, and during the procedure, when the physician was seeking the target site, the core wire at the distal tip of the preloaded guidewire was noted to be exposed. No pieces of the guidewire detached. The physician used a jagwire (bsc) to seek the target site, however the dilatation was not completed due to time constraints. It was reported the procedure would be completed that week. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Device code 3123 relates to 2979 for the reported event of guidewire distal tip exposed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.